Event description:
Uvc placed at birth 10/23. Removed on 10/29 without difficulty. Infant developed sepsis approx. 10 days after removal. Chest x-ray revealved distal end of catheter still present. Required removal via cardiac catheterization. Baby fine. Discharged at 37 wks of age.